Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump and right cylinder components replaced due to a saline leak through a tear in the right cylinder. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the fluid loss was confirmed. Product analysis was able to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 cylinder was visually inspected, leak tested, pressure tested and examined using a microscope. The cylinder had wear at the folds in the cylinder body. The cylinder kink resistant tubing (krt) had a leak due to a large hole in the krt that was the result of sharp instrument damage which most likely occurred during the explant. The cylinder also had a small leak due to a hole in the outer tube at the corner of a fold in the cylinder body. The cylinder was not pressure tested due to the identified leak. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. The tubing was identified to be cut down to the pump block; however, no leaks were present. The tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test 2. The activation test 2 verifies that with the pump in the deactivated state, fluid did move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pounds per force) with no back pressure on the cylinder to the pump. Product analysis concluded that the identified pump functional failure and the small hole in the cylinder outer tube would directly affect the overall functionality of the device and could contribute to the reported device malfunction. Product analysis confirmed a pump and cylinder malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump and right cylinder components replaced due to a saline leak through a tear in the right cylinder. Following the surgery, the patient was stable, improved and the event resolved.